Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery alarm on the insulin pump. Customer's blood glucose was 17.0 mmol/l. Customer stated that the pump is not recognizing the battery. Customer stated that the pump was not present at the time of the call. Batteries were not previously used or rechargeable. Customer does not perform excessive button pressing and does not do daily set rewinds. Customer stated that there have not been unattended alarms. Customer stated that the pump is in vibrate mode. Customer does not upload frequently.